Event description:
The patient contacted animas on (B)(6) 2012, reporting that after swimming the pump lost power. The patient confirmed that there was no damage to the battery compartment or cap and confirmed that the battery cap was secure to the pump. This report is made based on the allegation of the pump power issue.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing was unable to duplicate the issue of no power to the pump. The pump powered on with vibratory and audible sounds. All keys were responsive to user input. The pump was exercised for 24 hours with no power loss. The pump was returned with visible moisture in the display screen, but no visible moisture in the battery compartment. A case seal leak was found during in house leak test. Removed pump cover; moisture was present in pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.